Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. "Shortly after surgery" the patient developed cysts, erectile dysfunction, has semen in his urine, unmanageable back pain, night sweats, prostate issues, and has become diabetic. The patient has undergone surgery to remove cysts.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.